Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Physician reports right breast capsular contracture baker iii diagnosed by ultrasound. On explant surgery right breast implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/capsular contracture was received on march 02, 2022. With lot number: 1730690. Visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as unidentified (tear) opening. A striated edge broken on posterior side assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Physician reports right breast capsular contracture baker iii diagnosed by ultrasound. On explant surgery right breast implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Event description:
Physician reports right breast capsular contracture baker iii diagnosed by ultrasound. On explant surgery right breast implant rupture. Device has been explanted and replaced.